Event description:
It was reported that the patient is requesting a revision surgery for his inflatable penile prosthesis(ipp) device due to a mechanical disfunction. The device has not been fully functioning for two months and it is not able to fully inflate the prosthesis during sexual activity. During a physical examination, it was found that the device is unable to inflate and when a dorsal flexion maneuver is performed on the inflated penis, swelling begins to occur without activating the device.